Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437r, serial/lot #: (B)(4), evaluation of the returned psu found that the returned psu powered up with the amber fault light on. A check of the event log showed that a bump had been detected on jan 21, 2023. The accuracy test (aak) would not run due to the detected bump. After clearing the bump, the aak test was able to be performed. The psu passed two tests with high readings of .339 mm and .342 mm with a passing threshold of .35 mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that tracking was not functioning on this system before surgery. The site had another s7 that they would use instead, but it performs a good number of spine cases and relies on two functioning s7s.  A bump had been detected and that the camera would need to be sent in for service. They went into the administrator and opened up ndi toolbox to confirm that the bump was not due to a drained battery inside the camera. The internal temperature was ok, and the bump battery had no warnings. The arm tension is set to be too strong, causing the camera handle to disengage from the receptacle, resulting in the arm extending during unintended situations. The camera handle must have popped off the receptacle and hit something, causing the bump sensor to be engaged. There was no patient harm and no delay.